Event description:
End user states "the paper can tear easier on these as he peels it open and if he is not mindful to keep even pressure while peeling it back it can tear unevenly while he is opening it with the paper sticking more so to the sides. He said he feels like he has found a way to keep steady even pressure so it is not tearing anymore. He caths 5 x a day for retention from bph and has cathed for 25 years he said also "born crippled" as well.".

Manufacturer narrative:
A2: age: 66, sex: male. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092; manufacturing site: 3005778470.